Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately seven months and thirteen days post index procedure, the subject underwent target limb re-intervention on the left superficial femoral artery by using scoring balloon and drug coated balloon. It was further reported that during re-intervention, the subject had an adverse event of dissection in the proximal superficial femoral artery on the left leg . Reportedly, the adverse event was not related to study device and study procedure and the lesion was stented. Furthermore, the subject had an another adverse event of circulatory dysregulation of hypotension and bradycardia after percutaneous transluminal angioplasty. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (agility (B)(4) of a non-commercially available device (bd¿ low profile vascular covered stent (lpvcs)), that approximately seven months and thirteen days post index procedure, the subject underwent target limb re-intervention on the left superficial femoral artery left limb using a commercially available lutonix dcb and ultrascore balloon when an adverse event of dissection occurred. The severity of the adverse event was mild. The adverse event was not related to study device. The adverse event was not related to the study procedure. The lesion was stented. The outcome of the adverse event was resolved/recovered. The subject had another adverse event of circulatory dysregulation- hypotension and bradycardia which occurred after the pta procedure. The severity of the adverse event was mild. The adverse event was not related to study device. The adverse event was not related to the study procedure. ECG was done and the event was resolved already.

Event description:
It was reported through the results of the clinical trial that approximately seven months and thirteen days post index procedure, the subject underwent target limb re-intervention on the left superficial femoral artery by using scoring balloon and drug coated balloon. It was further reported that during re-intervention, the subject had an adverse event of dissection in the proximal superficial femoral artery on the left leg. Reportedly, the adverse event was not related to study device and study procedure and the lesion was stented. Furthermore, the subject had an another adverse event of circulatory dysregulation of hypotension and bradycardia after percutaneous transluminal angioplasty. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.